Event description:
Consumer complaint of "lo" blood glucose results. Expected fasting blood glucose test result range is 132 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently not taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 79 mg/dl and 83 mg/dl. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 01/30/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory; meter is new so only one result is stored: lo (B)(6) 2015. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.